Event description:
Peritoneal dialysis rn (pdrn) reports on the end (of the tubing) that connects to the patient/user of the fmc device, the connector is not fused and separates from the barrel. Patient noticed this and now has peritonitis. Pdrn has checked his supply at the clinic and all on hand are the same way.

Manufacturer narrative:
Four companion samples of the device was returned. Visual analysis to the companion samples and found that the blue connector has a gap between connector and tubing guard. A leak test was performed. No leaks were found. The gap observed on the connectors did not change the form, fit or function of the extension set that represent any defect of the set. The clinical investigation indicates there is no causal relationship between the gap in the device and the development of peritonitis. The fmc pharmacovigilance physician concludes the product maintained internal sterility and did not allow introduction of bacteria from the external environment. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(4) 2011 to (B)(4) 2013.